Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was treated for the low blood glucose by drinking chocolate milk. The customer also reported having issues with carelink. Customer states that carelink would not send notification texts when her blood glucose level was low. The customer was assisted with troubleshooting and resolved the issue. The product will not be returned for analysis.